Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) would not shuttle down the plug would not deploy. The patient developed a hematoma. Additional information was requested but not provided. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the complaint device was not returned for analysis and the reported event of ¿hematoma¿ could not be confirmed as the complaint device was not returned for analysis and due to the nature of the event. The exact cause of the issues experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ hematoma is a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) would not shuttle down the plug would not deploy. The patient developed a hematoma. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.